Event description:
Dexcom g6 sensor inaccuracy: 1:42pm g6 reading 77, finger stick reading is 147. That is a mard of 47.6%! Replacing this sensor due to too many false readings. Dexcom refused to replace faulty sensors and no longer follows up on product support requests. Device activated on: (B)(6) 2025.